Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 275mg/dl and 140mg/dl. L1 control was in range, l2 control was out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.